Event description:
Pt status post 2 level plate and screw implantation at level c3 - 5, implantation date unk was returned to the operating room on (B)(6) 2012 for removal of half of a broken cslp plate and two screws from c5. Pt was revised to acdf vectra procedure for 2 add'l levels at c3-c4, c4-c5.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.